Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. The device was received with cracked case at the display window corners. The device was received with minor scratched lcd window.

Event description:
Customer reported the insulin pump alarmed button error. Customer¿s blood glucose was 142 mg/dl. Customer reported she was trying to administer a bolus, held buttons, when the device alarmed, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.